Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the device diagnosis to pump inversion and the incision site/device tract was pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6). The cause of the sutures breaking loose was not determined. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (10.9 mg/ml at 5.343 mg/day) and fentanyl (2000.0 mcg/ml at 980.3 mcg/day) via an implantable pump for spinal pain. It was reported the patient noted rotation of their pump in the abdominal panniculus, on (B)(6) 2017, and evaluation in the pain clinic revealed that the synchromed pump had broken free from its mooring sutures in the right abdominal pocket resulting in flipping and rotating in the pocket. It was noted the catheter appeared to be functional and was in the spinal canal. It was indicated the event was related to the implant procedure. The patient wanted to keep the pump in the abdomen so the pump was repositioned in its current pocket. The patient realized that despite anchoring the pump using suture loops, it could still break free from the sutures and begin rotating again in the pocket. The pump was repositioned on (B)(6) 2017 and the issue resolved without sequelae the same day.